Event description:
The customer reported being hospitalized for mild ketosis and high blood glucose of 771 mg/dl. The customer stated that she was not able to lower her glucose level. The customer stated having unexplained high blood glucose for the past day. The customer's most recent glucose reading was 328 mg/dl. It was stated that the customer was treated with insulin pen. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.